Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/25/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did ethicon affiliate obtained these devices? Were they from a customer? Were they shipped to the affiliate sales rep as ¿trunk stock¿? Ensure that the product in question was never out of the control of j&j meaning it was never sent out to a customer? Will the product in question be returned for evaluation?

Event description:
It was reported that a box of absorbable straps did not have a product label but sample label instead. Additional information has been requested.

Manufacturer narrative:
Additional information: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a different label can be observed on the photos.